Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea(cramping)') in an adult female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy and left salpingectomy and partial right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea and menorrhagia had resolved and the fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia and weight increased to be related to essure. The reporter commented: she had received treatment for pain and bleeding. Discrepancy noted in essure insertion date:- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-aug-2020: medical records received new reporter information and lot no was added. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea(cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed by hyst. (Full)' salping.(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea and menorrhagia had resolved and the fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia and weight increased to be related to essure. The reporter commented: she had received treatment for pain and bleeding. Discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: event injury nos replaced with event menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), fatigue, hormonal changes and weight gain. Patient demographic details, reporter and product information was added. Lab dada added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.